Event description:
A pt (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt had no prior surgeries for incontinence. The pt was injected on (B)(6)2008 with 0.7ml of coaptite. On (B)(6) 2008 the pt came into the physician's office. A urinalysis was performed. The culture was positive and the pt was prescribed cipro, 250mg for 5 days. A cystoscopy was performed, no issues were reported. The pt returned on (B)(6) 2008 and a cystoscopy was performed that did not show any evidence of tissue erosion or any evidence of dissection. On (B)(6) 2008, the pt was given an additional injection of 1.0ml of coaptite. On (B)(6) 2008 a repeat urinalysis was performed was negative.

Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA p040047, (B)(6) 2011. On (B)(6) 2008, a cystoscopy was performed and did not show any evidence of tissue erosion, no evidence of dissection and no evidence of any other coaptite adverse event.